Event description:
The customer reported that the insulin pump had a constant tone. Troubleshooting was performed. The customer stated that a number three was display on the screen for several minutes. Instructed the customer to insert a new battery, but the constant tone continued and number three was frozen on display. Advised the caller to let the insulin pump rest for two hours. The insulin pump still was giving a constant tone. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a constant tone and a frozen display as a result of a faulty motherboard. A cracked reservoir tube was noticed during visual inspection.